Event description:
Boston scientific received information that this atrial lead had a loss of capture and low amplitudes. The lead impedance was reported to be 240 ohms which seemed to be out of range for this lead. The physician is still determining the action plan for this patient. Of note, the patient did have a bruised eye as a result of a fall. There was inquiry if this lead issue was a result of a fall. No other patient effects were reported.